Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported the need to remove the dental implant during its installation surgery. The implant was being installed in the intraoral region #30, but the bone fenestrated during the implant insertion, due to the patient¿s insufficient bone quality/quantity (bone type IV). After the removal of the implant, bone graft was performed.